Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number - (B)(4). Correction: patient code 2199 was removed. Evaluation summary: visual analysis was performed on the returned device. The reported separation was confirmed. It should be noted that the coronary dilatation catheters trek rx and mini trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is unknown if the IFU violation contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the filed report, the following information was received. The proximal shaft separated during preparation of the device. The balloon dilatation catheter never entered the system or the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.0x20mm mini trek balloon dilatation catheter (bdc) was inflated to 18 atmospheres. However, the shaft separated from the hub. There were no previous kinks noted on the shaft. There were no adverse patient effects. No additional information was provided.